Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was a pvp (l3) for a vertebral fracture on (B)(6) 2026. During the surgery, the balloon was inflated to 6ml, and performed deflation after 7 minutes, and the surgeon tried to remove both side balloon but it was difficult to remove. The balloon could be removed with nothing remaining in the body, but reinforcement wire of right balloon was embedded in the catheter, the balloon came out with its tip significantly deformed. It was checked that there was nothing remaining in the body and after balloon removal, the cement was filled as usual, and the surgery was completed successfully without any surgical delay. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, h4, corrected: g1. H3, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the synflate vertebral balloon lrg was heavily deformed from the shaft and the balloon area. The crystalline protective sleeve was broken a few fragments are still attached to the shaft. Additionally the withe sleeve was not returned for evaluation. The damaged condition of the device is most likely due to the process of trying to extract the device, indicating excessive forces were used. A dimensional inspection and a functional test for the synflate vertebral balloon lrg were unable to be performed due to post manufacturing damage. Since the device was returned heavily damaged, the complaint condition of unable to disassemble was not able to be replicated. However, with the condition of the device, the complaint allegation can be confirmed. The synflate® vertebral balloon surgical technique guide se_818880 rev. Aa was reviewed. Following relevant statements were found. Notes: - if it becomes difficult to remove the balloon catheter through the working sleeve, twist the catheter while firmly pulling the catheter. Instructions: - if removal is still difficult, remove the balloon catheter(s) along with the working sleeve(s), then re-access the vertebral body using the working sleeve with the trocar assembly. Once the re-access is completed, remove the trocar. The overall complaint was confirmed as the observed condition of the synflate vertebral balloon lrg would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part:03.804.702s, lot: 82338474, manufacturing site: werk selzach, supplier: (B)(4), release to warehouse date: 29 may 2025, expiration date; 01 may 2027. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.